Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was being used to treat the patient. There was no damage to the packaging and no issues removing the device from the hoop/tray. The device was inspected and negative prep performed with no issues noted. Resistance was encountered when advancing the device but excessive force was not used. It is reported that stent deformation in vivo occurred during advancement through guide catheter and difficulties were experienced removing the device. The device was not kinked or re-straightened during use. No part of the device remains in the patient. There is no patient injury.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 25th distal stent wraps with struts raised. Numerous kinks were evident along the distal shaft; 14.5cm, 14.9cm, 15.1cm and 16.5cm proximal to the distal tip. Slight deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.